Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call to have experienced a keypad anomaly. The buttons were unresponsive. Customer's blood glucose was 189 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a constant frozen screen and watch dog alarms noted during testing due to moisture damage on all the electronic assemblies, corroded motor housing was also noted. However, no corrosion was found on the motor home switch. Unable to perform displacement, operating currents and off no power tests due to frozen screen and constant watch dog alarms. Unable to verify battery type alarms or anomalies and button keypad unresponsive due to frozen screen and constant watchdog alarms noted. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.